Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, first inflation was performed for 30 seconds. However, the balloon ruptured upon second inflation at 10atm for 30 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was good post procedure.